Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. Additional information was requested, and the following was obtained: how did device not work?=>the device feed malformed clips. Did device jammed (not fire clips)?=>no. Did device not feed clips? =>no. Did device drop or eject clips?=>no. Did device sideways feed clips? =>no. Did device fire malformed clips? =>yes. Did device fire scissored clips? =>the sales rep reported only ''malformed clips.''

Manufacturer narrative:
(B)(4). Date sent 10/22/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.